Event description:
Medics responded to a chest pain call, the pt was assessed and the 4-lead ECG cable attached to monitor the pt. Reportedly, during an attempt to acquire a 12-lead report, the device screen blanked and the service light came on. A back up crew arrived and a 12-lead was acquired using the back up device. The reporter stated there were no adverse effects to the pt as a result of device operation.